Manufacturer narrative:
Concomitant devices ((B)(6) 2011): angioguard rx embolic protection device, catalog number 601814rmc, lot number 70510507. Concomitant medications ((B)(6) 2011): intra-procedure medications included bivalirudin. Pre and post-procedure medications included aspirin and clopidogrel. The report received from the (B)(4) study indicated that 23 days after discharge, the patient had a sudden onset of numbness on the right side of the body, predominantly face and right arm lasting approximately 20 minutes which was diagnosed as a tia, the patient recovered fully with no deficits. The patient was asymptomatic at the time of the intervention with baseline nih stroke scale 0 and score of 0. Pta was performed on a 95% occluded lesion in the ostium of the left internal carotid artery of 5mm in length in a 5.0mm vessel diameter. The lesion was eccentric with moderate calcification and moderate vessel tortuousity. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated then an 8x30mm precise pro rx stent was successfully deployed. There was no dissection documented. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. The patient had no neurological deficits upon leaving the angio suite and was discharged 2 days later without any major adverse events. Nih stroke scale score was 1 with a score of 0. The patient's medical history includes: cardiac arrhythmia, history of smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15282189 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa), transient ischemic attack (tia) is now defined as a transient episode of neurologic dysfunction caused by focal brain, spinal cord, or retinal ischemia, without acute infarction. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the patient's significant medical history, vessel, pharmaceutical and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the (B)(4) study indicated that 23 days after discharge, the patient had a sudden onset of numbness on the right side of body, predominantly face and right arm lasting approximately 20minutes that was diagnosed as a tia. Diagnostic testing was performed and the patient was started on coumadin. The duration was less than 24 hours and the patient recovered fully with no deficits. The patient was asymptomatic at the time of the intervention with baseline nih stroke scale 0 and score of 0. Pta was performed on a 95% occluded lesion in the ostium of the left internal carotid artery of 5mm in length in a 5.0mm vessel diameter. The lesion was eccentric with moderate calcification and moderate vessel tortuousity. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated then an 8x30mm precise pro rx stent was successfully deployed. There was no dissection documented. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. The patient had no neurological deficits upon leaving the angio suite and was discharged 2 days later without any major adverse events. Nih stroke scale score was 1 with a score of 0.